Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that stimulation is off and they don't know how to turn it on as of about a week or so ago. It was stated that they had been feeling crappy and were feeling this way for a while but noted it could be because their battery is getting low. Two days prior to date notified the patient was sitting down, went to get up and took a couple steps and then it felt like their body gave out on them and they "went down." Their voice has also been "going every now and then" with their gate also bad and symptoms getting worse. The patient's issues were "to a certain degree" prior to the fall, but now that they fell it is worse. Stimulation was confirmed to be off with an elective replacement indicator (eri) message seen. Stimulation was then turned on which resolved the reported issue, and it was suggested the patient keep checking stimulation to make sure it stays on. The patient is going to have their battery replaced on (B)(6) 2017. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.